Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was implanted into the patient during a transobturator tape procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence. According to the patient's attorney, since the implantation, the patient has suffered from mesh complications. She has suffered from increased urinary continence issues including difficulty emptying her bladder fully. As a result of the implanted mesh, the patient has sustained injuries including incontinence, infection, bleeding, pus, thigh pain, groin pain, pelvic pain, lower back pain, extrusion, erosion, chronic pain, mental injuries, and other injuries as may become apparent through medical reports and examinations. Subsequently, on (B)(6) 2019, the patient underwent another surgery due to mesh complications.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was implanted into the patient during a transobturator tape procedure performed on (B)(6), 2018 for the treatment of stress urinary incontinence. According to the patient's attorney, since the implantation, the patient has suffered from mesh complications. She has suffered from increased urinary continence issues including difficulty emptying her bladder fully. As a result of the implanted mesh, the patient has sustained injuries including incontinence, infection, bleeding, pus, thigh pain, groin pain, pelvic pain, lower back pain, extrusion, erosion, chronic pain, mental injuries, and other injuries as may become apparent through medical reports and examinations. Subsequently, on (B)(6), 2019, the patient underwent another surgery due to mesh complications. *additional information received on may 16, 2022: per additional information received on may 16, 2022, the patient was implanted with an obtryx system - halo device on (B)(6), 2018 (previous report indicated the patient was implanted with an obtryx ii). Following the transobturator tape insertion, the patient experienced immediate onset of pain in her pelvis and vagina, groin pain, and pain radiating down her medial thighs. She also had dysuria, persistent pyuria and abnormal urine dips. She developed urinary frequency, lower abdominal crampy pain, sensation of incomplete emptying, stabbing pain underneath her urethra, difficulty lifting her leg which created problems driving, interrupted sleep secondary to the pain. On (B)(6), 2018, the mesh was removed due to pain, but the patient's bilateral groin, pelvic pain, and bilateral medial thigh pain continued. On (B)(6), 2018, abdominal CT was negative for pelvic abscess, evidence of osteomyelitis, and leakage in pelvis. On (B)(6), 2018, the patient reported the pain was not allowing her to pick up cat food at the grocery store or pick up her grandchild, cannot spend time in her garden or go for a hike or a swim. Exam revealed puckering of the vaginal tissue and erythema at the left distal vaginal with intense pain when palpated. In (B)(6) 2019, the patient was seen by a urogynecologist who felt there could be residual mesh. On (B)(6), 2019, the patient reported relying on a wheelchair for some of the first 6 months post-op due to pain. She also reported persistent stress incontinence, urge and urgency incontinence, and a sense that her bladder is not emptying completely. Exam revealed increased tenderness along the anterior vaginal wall where there was scar tissue. On (B)(6), 2019, cystoscopy showed no mesh in the urethra or bladder. 3d translabial ultrasound showed possible mesh. In (B)(6) 2019, the patient presented with postoperative pain at her incision, down her leg, and on the left side of her vulva. This was assessed as post-op pain and possible neuropraxia. She was prescribed pain medication. The patient had a total mesh removal on (B)(6), 2019 due to mesh complications and chronic pelvic pain. Left groin, transvaginal, and suburethral exploration were performed and no mesh was found. The right groin was not explored. The pulling sensation she had experienced prior to the procedure did not improve and her neuropathic pain in her left leg worsened. She also developed bladder pain over the suprapubic area. Urinalysis and culture were negative, and pyridium was started without response. On (B)(6) 2019, the patient was seen in the emergency room (ER) where pelvic exam was reassuring and a CT was negative for abscess/intraabdominal infection. A post-operative urinary tract infection (uti) was suspected and the patient was started on doxycycline with initial relief, then switched to gabapentin and nitrofurantoin. On (B)(6), 2019, the patient was admitted for worsening pain. She also reported urinary frequency and hematuria. Pelvic MRI showed no mesh and no fluid collections. Blood and urine cultures were negative, and genital cultures were negative for sexually transmitted infection (sti) but crp was elevated. The patient was noted to have a chronic presumed pelvic infection related to implanted transobturator mesh but the microbiological etiology was uncertain. She was also suspected to have systemic inflammatory response (sirs) from the chronic pelvic infection or "more likely due to her current coryzal syndrome" or secondary to connective tissue disease. She was started on antibiotics and a PICC line was placed. On (B)(6), 2019, the patient was evaluated for her vulvar symptoms. She reported having been diagnosed with a biofilm infection treated with multiple courses of antibiotics and currently had a PICC line in for treatment with meropenem. She reported being unable to have intercourse secondary to the vulvar pain. Treatments had included topical medications (mometasone, premarin, lidocaine, clobetasol) and oral medications (gabapentin, lyrica, and amitriptyline) with minimal improvement. Exam revealed pain at the vestibule, no pain on palpation of levator ani, and mild discomfort with palpation of the bladder base. Previous vulvar biopsy revealed chronic inflammation. The impression was contact dermatitis and sensitization of the vulva due to biofilm infection and recent vulvar surgery with a likely diagnosis of unprovoked vestibulodynia. She was prescribed topical lidocaine for 3 months. In (B)(6)2020, a dynamic ultrasound was performed that showed no further mesh in the vaginal/pelvic area. On (B)(6), 2020, the patient reported "sagging" of her vagina that started 10 days prior and worsened over the past 5 days. Prolapse/recurrent cystocele was noted. On (B)(6), 2020, the patient had computed tomography (CT) of the pelvis with contrast for chronic pelvic pain since transobturator mesh. The CT showed no pelvic abscess, no evidence of pelvic hernia, and no inflammatory changes. It was noted that there was evidence of osteitis pubis, but the impression was documented as "no intrapelvic abnormality is identified". On (B)(6), 2021, the patient was evaluated for pelvic/groin pain that was described as present since the transobturator mesh procedure and achy and burning in nature. The pain was present with walking, running, post-sitting, inclines, and sports. Treatments tried included physiotherapy, acupuncture, and massage. The diagnosis was possible osteitis pubis and the plan was a bone scan. On (B)(6), 2021, the patient reported she had been seen at the walk-in clinic over the weekend. Her white cell count was 11. She reported feeling unwell and like her "blood is hot". She felt like she did prior to starting IV antibiotics for mesh related complications (completed IV antibiotics in (B)(6) 2020). She was experiencing llq pains and a hot burning feeling over lower pelvic/pubic area. The assessment was a history of pelvic mesh related sirs. Repeat labs showed the patient's white cell count was 8.1. On (B)(6), 2021, the patient was had a consult for physical medicine and rehabilitation via teleconference. It was noted the patient had challenges with infections and has received multiple courses of antibiotics. She reported increased soreness and tenderness along her pelvic rim and had been seen by an orthopedic surgeon. Despite multiple courses of physical therapy, the patient remained hypersensitive to touch with very irritative symptoms with pelvic floor work. The notes indicate that the patient was advised that some of the symptoms may be related to musculotendinous and/or ligamentous attachments to her pelvis, and that osteitis pubis is primarily a radiological finding not necessarily associated with symptoms. Repeat abdomen and pelvis CT and a bone scan were planned. The patient was advised she may benefit from chemodenervation with botox if the muscle groups most associated with her symptoms could be identified.

Manufacturer narrative:
Additional information: blocks a2: date of birth; b5; b7; d1: brand name; d1: model number; d1: lot number; g4: premarket / 510(k) and h6: patient codes. Block b3 date of event: date of event was approximated to february 14, 2018 (implant date) as no event onset date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following patient codes capture the reportable events below: e1405 - dyspareunia. E1715 - scar tissue. E1301 - dysuria. E1906 - infection. E1901 - biofilm infection. E1309 - urinary retention. E1310 - urinary tract infection. E0123 - neuropraxia. E2326 - systemic inflammatory response (sirs). E2401 - difficulty doing gardening or lifting much. E1302 - hematuria. E0122 - difficulty lifting her leg. E2330 - pain. E1002 - abdominal pain. The following impact codes capture the reportable events below: f1903 - total mesh removal. F2303 - medications. F1202 - "can't open doors, lift pots, open sliding door". F19 - vaginal and left groin dissection. Conclusion d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.